Event description:
It was reported that whilst the patient's battery charger cord was plugged in the usb charging port, the cord burnt up and caused the cable to smoke and melt. Additional information has been requested but has not been made available as of the date of this report.